Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for unknown indications for use. It was reported that the patient had a positional headache starting on (B)(6) 2024 (pump and catheter were implanted on (B)(6) 2024). They reported taking acetaminophen. The patient was sarted on fioricet and encouraged increased intake of fluids and caffeine. On (B)(6) 2024 the patient reported that their headache had resolved. Additional information received from the healthcare provider via a clinical study indicated that the patient experienced a recurrent severe headache with nausea and vomiting. A possible cerebrospinal fluid leak was noted. The patient was continued on fioricent and encouraged increased fluid and caffeine intake. The plan was for an epidural blood patch. (Patient stated symptoms started around the time of her last visit on (B)(6) 2024 in which she reported headaches which she felt were following ptm activations and persistent nausea for which promethazine was started.)

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 05-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that an epidural blood patch was performed resolving the issue.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6), implanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.